Manufacturer narrative:
Device is a combination product. It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-10334. (B)(4) clinical study. It was reported that patient experienced angina and in-stent restenosis occurred. In (B)(6) 2012, the patient presented with angina and abnormal results of a positron emission tomography (pet) scan indicated apical and lateral ischemia. Subsequently, coronary angiography and index procedure were performed. The target lesion #1 was a de novo lesion located in the mid left anterior descending (lad) artery with 75% stenosis and was 10mm long with a reference vessel diameter of 2.5mm. The target lesion #1 was treated with direct placement of a 2.5x12.00mm promus element¿ plus study stent with 0% residual stenosis. The target lesion #2 was a de novo lesion located in the mid left circumflex (lcx) artery with 80% stenosis and was 10mm long with a reference vessel diameter of 2.25mm. The lesion #2 was treated with direct placement of a 2.25x12.00mm promus element¿ plus study stent with 0% residual stenosis. On the following day, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2014, a 2.50x12mm promus premier¿ drug-eluting stent was implanted in mid lad. In (B)(6) 2017, the patient presented with recurrent angina. Subsequently, coronary angiography was performed which revealed 90% in-stent restenosis (isr) of the study stent in the proximal portion of lad and patent stent in the diagonal. Lcx target vessel, patent stents in proximal portion. On the same day, the 90% stenosis located in proximal lad was treated with balloon angioplasty and placement of 2.75x14mm non-bsc drug-eluting stent with 0% residual stenosis and timi flow 3. The 90% stenosis located in 2nd right-posterolateral branch (rpl) was treated with placement of 2.25x14mm non-bsc drug-eluting stent with timi flow 3. Medication was given in response to this event. On the same day, the event was considered to be recovered and resolved.